Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Monitored for more than a week with no time or clock anomalies noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call time clock anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for time clock anomaly was performed. Customer advised the time clock was running five minutes fast then began running 12 minutes fast. Customer advised they noticed several weeks ago that the time clock was speeding up and was greater than 4 minutes per month. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.